Manufacturer narrative:
A steris field technician arrived at the facility found the water supply turned off and observed a large crack in the big blue housing. The technician replaced the big blue housing, ran a diagnostic and processing cycle and found the unit operational. The big blue housing subject of the reported event was sent to steris quality for evaluation and they observed a 4 inch long crack on the outside and inside of the housing. The big blue filter is not a steris product, we do not manufacture this product. This is not a product marketed or place into interstate commerce by steris. The big blue filters are necessary based on the user incoming water quality and are the responsibility of the user's to maintain.

Event description:
The user facility reported that water was leaking onto the floor and down into a nearby drain. No report of injury or procedural delay/cancellation.